Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure there was a stain inside of the device. It was noted that inside of the chamber of the advantage 26 inflation unit it appeared that there was a stain. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure there was a stain inside of the device. It was noted that inside of the chamber of the advantage 26 inflation unit it appeared that there was a stain. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the device revealed stain on the barrel of the device. The device was dismantled and it was noted the stain was on the inside of the barrel, and both the clear and blue housings. The stains were wiped with alcohol to remove the stain. The color of the stain was removed but the surfaces were left rough. Functional testing performed revealed no anomalies with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).